Event description:
No patient use or harm. Staff reports over temp warning and went into standby during pre use checks. During initial inspection, unable to log into service mode as touchscreen malfunctioning and unit booting up into incorrect screen.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10,h11 corrected fields: b5, d5, e2, e3, g2 additional contact information: (B)(6) a getinge field service engineer inspected the unit and found scroll compressor has vibration and unable to achieve required pressure rpm at operating temp. In order to fix the issue he replaced scroll compressor(d119-00-0236). Functional testing and safety check to factory specifications. Unit passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing department received a compressor for evaluation. Performed visual inspection of the compressor per the cardiosave service manual part number 0070-00-0639 revision r and found no visual damage and the part looks to be in good condition. The failure analysis and testing department was unable to replicate the failure experienced by the customer. Retaining the compressor in the failure analysis and testing department per procedure (B)(6)rev ap. The root cause selection for this investigation will be ¿not confirmed' due to the failure analysis and testing department was unable to replicate the failure.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had an overheating alarm sounded and went into standby. The rn powered the pump off, then turned it right back on and hit start. The unit powered up and started without issue and was unplugged from the bed. At that time the unit appeared to be functioning properly. It was recommended that the rn plug the pump back into a wall outlet. There was no patient harm reported.information extracted from duplicate complaint: (B)(4).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.